Event description:
A 24mm amplatzer septal occluder device was deployed and pulled through the defect easily. While prepping the balloon for sizing, the device was left attached to the cable in the la. The device came of the cable and embolised into the rv. The device was snared out from the pa. A 28mm amplatzer septal occluder was used to complete the procedure. During the snare the physician reported the patient lost a lot of blood. Per physician the device was screwed onto the cable and appeared tight. He believes he must have turned the cable during deployment of the device.

Event description:
A 24 mm amplatzer septal occluder device was deployed and pulled through the defect easily so the user elected to resize the defect. While prepping the balloon for sizing, the aso remained attached to the delivery cable and in the la. It was noted that the device detached came of the delivery cable and had embolized into the rv. The device was snared from a pa approach. A 28 mm amplatzer septal occluder was used to complete the procedure. During the snaring of the device per physician report the patient bled but did not require transfusion. Per physician report the initial device was screwed onto the cable and appeared tight however he believes he must have turned the cable during deployment of the device resulting in the premature release. The patient was reported stable.